Event description:
Additional information was received on 12-jul-2021 from the healthcare provider via the company representative who reported that the catheter fractured. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the catheter was replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711; serial#: (B)(4); implanted: (B)(6) 2007; product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 03-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member) regarding a patient who was receiving baclofen of an unknown concent ration at an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was reported that their son ended up in the hospital and needing a shunt in the head because he was getting too much pressure and fluid build-up. On the last day they were in the hospital, they were told on (B)(6) 2020 that the catheter from the pump was broken. It was further noted that as a result there has not been any medication getting to the patients spinal cord and it has just been going into his "body" since 2014. The date (B)(6) 2014 is considered an approximate date of event (specific year known only). It was further reported that they knew there was a problem with the pump because the patients spasticity was getting worse, and now their son was having problems with his heart. The reason for the report was to find out the difference between oral baclofen, and baclofen from the pump. They also wanted a different doctors opinion. Physician listings were provided at the time of the report. No further patient complications have been reported as a result of this event.